Event description:
The report received from the pt indicated that approximately five (5) months after the index procedure the pt developed recurrent chest pain. The information received indicated that the pt had a restenosis involving the two (2) previously implanted cypher stents. The target lesion was reported to be the ostial right coronary artery (rca). The restenosis was treated with an additional cypher stent.